Event description:
The surgeons finger was depressing an activation button. They could see on the right side of the pencil, a 1" long section that seemed not to be welded together. They reported that the pencil arced and shocked the surgeon. No injury.